Manufacturer narrative:
The pump passed all operating currents, and tested within the specification range. The pump passed the off no power test. No unexpected battery out limit alarms noted. The act button functioned properly and no button anomaly was noted. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a battery out limit from the insulin pump. The customer stated that she replaced the pump with 10 new batteries and the pump still alarmed battery out limit. The customer stated that the act button ID not working properly. The customer will be sent a replacement pump.